Manufacturer narrative:
H10: service tech did not verify the reported "failed flow" problem. Found only one circuit test failed flow condition in the event trace. Connected a known good patient circuit. Passed the circuit leak test 50 times at multiple angles with a flow of 9.2lpm. Passed the initial final test and the initial alarm volume test. Unable to duplicate the reported problem possible root cause is the customer's patient circuit or setup.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The device passed 67.4 hours of extended testing. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator stopped ventilating. The customer confirmed that there is no patient involvement on the reported event.